Event description:
Per the clinic, the patient experienced a skin breakdown and infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report.

Event description:
It was also reported that there was an extrusion of the receiver/stimulator.